Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump daily total basal history did not reflect accurate data despite being in use. Customer's blood glucose was 119 mg/dl. Reportedly, daily total basal history reset due to pump update. Customer continued to use pump for insulin therapy.